Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : case became valid and serious incident. Previously reported event of injury updated to "essure removed". Patient details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil removal from sigmoid colon epiploica / essure coil adhered to bowel epiploica') and embedded device ('device embedded') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unsuccessful essure procedure ( right side)". On (B)(6) 2015, the patient had essure inserted. In 2018, the patient was found to have a pregnancy with contraceptive device ("vaginal delivery, 8 weeks pp"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the device dislocation, embedded device and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: trailing coils: left 3 right 1. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation, embedded device, pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jan-2021: mr received: previously reported event medical device removal updated to essure coil removal from sigmoid colon epiploica. Other events- device embedded, pregnancy with contraceptive device, device ineffective added. Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.